Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and confirmed that there was an increase in power consumption during the past year. Technical services (ts) recommended a device replacement. Additionally, the health care professional (hcp) wanted a review of some stored episodes. Ts reviewed the stored episodes and found there was noise that was being oversensed and there was a signal artifact monitor (sam) episode in which the minute ventilation (mv) was disabled. Ts found these episodes were due to electromagnetic interference (emi). The hcp will investigate the cause of emi. At this time, this pacemaker remains in service. No adverse patient effects were reported.